Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
During evaluation the device had system error 345 (thermistor disparity). The cause was identified to be the ultrasonic sensor. The ultrasonic sensor will be replaced to address this issue. A review of the event history log revealed multiple system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.